Event description:
The (B)(6) received 19 reports of implanted intraocular lenses (iols) in 11 pts with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. Eight of the pts are bilaterally implanted; three of the pts are unilaterally implanted. This pt is unilaterally implanted. No further info is expected. There are 19 reports associated with these events; this is the sixteenth report.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints reported in the lot. No further info is expected. (B)(4).